Manufacturer narrative:
Patient identifier and weight are unknown. This report is for one (1) unknown aiming arm. Device is an instrument and is not implanted or explanted. (B)(4). 510(k): unknown, as specific part and lot numbers for this complainant aiming arm were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. During the operation, the surgeon decided to ream the femur head for blade insertion as the patient¿s bone quality was good. During the reaming, however, the reamer interfered with the nail. The surgeon wound up inserting a proximal femoral nail antirotation (pfna) blade instead and completed the procedure. A thirty (30) minute surgical delay was noted. Postoperative x-rays confirmed that the blade was not properly inserted into the blade hole. A same-day reoperation was performed. This report is for one (1) unknown aiming arm. This report is 5 of 5 for (B)(4).